Event description:
Two pts cultured positive for pseudomonas. The inner channel of the video bronchoscope used on both pts also had a positive culture. The scope has been taken out of service and it was sent to another facility to be gas sterilized. The rn stated that the scope will be recultured before it is placed back into service.